Manufacturer narrative:
The primary root cause of the incident per the investigation is inattentive behavior by a third party vendor. The site has been corrected as the ferrous object has been removed from the magnet. Magnet safety signs were present and caution tape was on the floor during the upgrade. In addition, the injured third party vendor had mr safety training and had previously been involved in multiple installations and upgrades. 3rd party mechanical installer vendors, contracted by ge healthcare, are given the appropriate mr installation/upgrade documentation so they can generate their own mr safety and training material. The third party vendor had been supplied the appropriate information for the 1.5t signa echospeed plus hd excite system.

Manufacturer narrative:
Date of birth is currently unavailable. Weight is currently unavailable. Report source is a 3rd party contractor. Ge healthcare's investigation is ongoing. A follow-up report will be submitted once the investigation has been completed.

Event description:
It is reported that a 3rd party vendor employee involved with upgrading an MRI system walked into the magnet room with two ferrous utility knives. The magnetic field captured one knife due to improper proximity to the bore. When the employee attempted to recover the first knife, the second knife dislodged from his belt and impacted his eye. The injured employee was taken to the customer's emergency department. The employee required further medical care/intervention which included emergency surgery. The injured employee has been able to distinguish light in his injured eye. The early prognosis is that the employee may be able to regain vision in the eye but it is uncertain to what capacity.